Manufacturer narrative:
Physio-control observed that the device failed the humidity test for delivered energy points to the blue ohmite resistor with the r1 designator on the analog pcb assembly. The root cause of the reported incident was isolated to the r1 resistor. Customer received replacement device under warranty.

Event description:
Customer reported that the device turns on properly but had a service indication wrench icon. Device was returned to physio-control and the fault code logged in the device memory was determined to impact defibrillation therapy energy delivery. There was no report of patient involvement with the incident.